Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient experienced a loss or change of therapy. There was a return of symptoms. There were no medical procedures/emi that could be related to the issue and no trauma/falls that could be related to the issue. Troubleshooting could not be done because the patient had no batteries for the patient programmer. It was indicated the loss of therapy had been occurring for the last two months. It was noted the patient programmer had a blank screen and troubleshooting already performed involved replacing the batteries. The patient noted the batteries had been in the house a while now. The patient's spouse had tried two different set of batteries. It was noted this had occurred the day of the call ((B)(6) 2016). A day later, the consumer reported he had replaced the patient programmer batteries and it was now working. It was indicated he had to go to the bathroom 6 times this morning already, so he needed assistance making adjustments to his therapy. The patient was assisted during the call to sync to the implant. The patient confirmed the implant was on and he was on program 4 at 4.1. The patient reported the 4.1v was not changing when he was pressing the plus button. The representative had the patient press the minus button, but the patient reported the 4.1 v was still not changing. It was confirmed the patient was able to navigate throughout the screen, but declined assistance to help with changing programs. The programmer plus and minus buttons were not working. On (B)(6), the patient received the replacement patient programmer and needed assistance with patient programmer use. The patient confirmed the stimulation was on and the amplitude was at 4.1. The patient was able to increase to 4.3. The patient initially reported he felt some pressure near the implantable neurostimulator (ins) site, but indicated that the sensation went away momentarily. The patient programmer replacement was working as expected. Additional information reported on 2016-10-14 that representative called a patient on the day of this call to return his patient programmer that he had replaced by manufacturer on (B)(6) 2016. The patient stated that this was a legal case and he was not sending anything back until manufacturer makes a payment to him, since his device nearly killed him. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.